Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample with anti-human globulin (ahg) anti-igg, -c3d; polyspecific in the manual tube method. The customer stated that the patient sample had an antibody and a positive direct antiglobulin test (dat). The customer sent the patient sample for antibody identification to an external laboratory and is still waiting for their result. The external laboratory confirmed the positive dat of the patient sample. The customer returned the supposedly defective product for investigational testing and also the patient sample that had caused a false negative test result. Additionally he submitted a second anti-human globulin (ahg) reagent. Testing of our quality control laboratory is still ongoing. While waiting for the reagents and the patient sample submitted by the customer our quality control laboratory already tested their retention sample of the supposedly defective lot for potency and specificity. All acceptance criteria were met. We did not observe any false negative result. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a false negative reaction of a patient sample with anti-human globulin (ahg) anti-igg, -c3d; polyspecific in the manual tube method. The customer stated that the patient sample had an antibody and a positive direct antiglobulin test (dat). The customer sent in the patient sample for antibody identification to an external laboratory. The external laboratory confirmed the positive dat of the patient sample. The customer returned the supposedly defective product for investigational testing and also two specimens of the patient that had caused false negative test results. Additionally the customer submitted a second anti-human globulin (ahg) reagent. At the time our quality control laboratory received the reagents provided by customer, the supposedly defective ahg anti-igg, -c3d; polyspecific was already expired. Our qc laboratory tested the reagents nontheless and both specimens of the patient yielded correct positive results in the direct anti-globulin test (dat) with both ahg reagents provided by the customer. An anti-igg sensitization of both specimens could be confirmed. We received strong positive reactions when we performed the dat according to the instruction for use (IFU). Additionally both ahg reagents of the customer were tested for potency and specificity and all acceptance criteria were met. Furthermore the retention sample of the supposedly defective product was tested for potency and specificity within its shelf life. All acceptance criteria were met. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human globulin (ahg) anti-igg, -c3d; polyspecific functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.